Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that the patient had reported to have chest pain since the initial implant of their pacemaker. It was reported that the right ventricular (rv) lead was found to be "through the heart and up against the lung" and that the right atrial (ra) lead was noted to be in the right atrium "pointing downward". The rv and ra leads were both explanted and replaced with new leads. There were no further patient complications reported as a result of this event.